Event description:
The customer reported that there was a clenz leak of approximately 3cc from the coulter lh 500 hematology analyzer. The leak was contained. There was no biohazard exposure to mucous membranes or open wounds. No erroneous results were generated for this event. There was no death, injury, or change to patient treatment attributed to or connected with this event.

Manufacturer narrative:
The field service engineer (fse) indicated that he found a leak from the black-stripe tubing between ff107 and ff124 at pv37. He replaced the tubing through the pinch valve and verified instrument performance. (B)(4).